Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not achieve upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2023-02394. All information can be found under manufacturer report number 1314492-2023-02394. Should additional relevant information become available, a supplemental report will be submitted.